Event description:
I had breast implants put in behind the muscle on (B)(6) 2012. Shortly after the surgery, I became ill starting with fatigue and hair loss. Each year since, I have had an increasing amount of symptoms begin and basically each organ within my body felt as though it was failing as my symptoms worsened. I have been referred to specialists in various different specialities as well as holistic healers and naturopaths trying to find the source of my sudden onset of illnesses. Prior to having the breast implants, I was a healthy mother of two and hardly ever missed work for anything beyond the common cold. With all of the medical problems, I was required to file (B)(6) with my employer of six years due to the nature of my symptoms and the amount of work I missed for treatments and new consultations with doctors on a consistent basis. I was finally diagnosed with common variable immune deficiency and began ivig treatments every other week trying to prevent the constant infections I was getting regularly and I hoped was the source of my problems. After a year of those treatments and more referrals to different specialists, I found a group of women who all have every symptom that I had and some even more and they have been linked to their breast implants and have called the illness bii or breast implant illness. After hearing that women were getting better after having them removed, I decided to explant on (B)(6) 2016. Since that time, over half of my symptoms have disappeared and others are going away each day. I am on less than of half of the medications I had bee taking since implanting in 2012 and I feel over 50% better than I did while the implants were in my body. I do not know for sure if there was mold or fungus present as most cosmetic surgeons wil not test them after taking them out and do not believe that breast implants (especially saline) can make women ill. I have recently found out the combination of toxic materials used to make the shell of saline implants and was never given that list of ingredients prior to implanting. Most of my symptoms mimic that of an autoimmune illness yet I was given no diagnosis due to "normal" lab work. I have never been diagnosed nor had the symptoms of autoimmune illness prior to implanting and believe the saline implants have made me ill and taken away 4 years of my life. Women should be told the ingredients and surgeons should not tell us that saline or silicone implants are safe after the problems with earlier implants. I also was not tested or asked if I had an autoimmune illnesses prior to implanting. Both saline and silicone implants are making women sick and in some cases leading to death. They would not be advertised as safe and further testing needs to be done to find out why thousands of women are becoming ill with the same symptoms. I am proof that bii exists. Here are my list of symptoms prior to explanting. There were several more right before my explant surgery but could not list them as my "brain fog" and memory issues became debilitating. Charley horses (rls), irritability, food sensitivities, swollen hands/feet, frequent urination, fatigue, brain fog, memory loss, difficulty getting to sleep (feel like I didn't sleep), hair loss, headaches, muscle pain, muscle weakness, carpal tunnel, vein issues, hot all the time, tendon issues, vision problems, epithelial in growth, panic attacks, ear pain (have tubes), skin issues, delayed healing, sores (face, chest, back), no sex drive, crying, side effects to medications, immune deficiency, fibromyalgia, weight gain/loss, high blood pressure, bruising, ocd moments, inflammation, candida/yeast infections, thyroid changes, loss of appetite, night sweats, constipation, vertigo (dizzy), anxiety, panic attacks. There is currently no lab, scans or any other diagnostic test that can identify breast implant illness. There are also no tests available to test for mold, fungus, bacteria or any of the other toxic ingredients in the implant materials in a human body. If there are any, most physicians are not aware of them or believe they are inaccurate. If women find a provider of tests that may or may not identify any of the ingredients listed above, we have to pay hundreds to thousands of dollars to obtain tests that are not currently recognized by the medical field. My medical records can also be reviewed upon request after proof of who will have access to them is given to me.